Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (pharmacist) for the patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch verio2 meter displayed inaccurately high results compared to the patient's feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the subject meter started to read inaccurately about a week prior to contacting lfs. He claimed that for a week, the patient had obtained blood glucose results of "around 400 mg/dl" when he would expect his results to be a "maximum of 240 mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. Prior to the start of the alleged issue, the patient managed his diabetes with a fixed dose of an unspecified type of insulin. The reporter indicated that as a result of obtaining the alleged inaccurate readings, the patient consulted his general practitioner and nurse, about a week ago, and received advice to increase his insulin dose. The reporter denied that the patient had experienced any symptoms as a result of the alleged issue. The reporter also denied that the patient had used any other device to check his blood glucose levels. At the time of troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure. The reporter was unable to confirm whether the patient's test strips had been stored correctly. The csr noted that a control solution test performed by the pharmacist fell outside the range expected. Replacement products were provided to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor did he receive treatment for any symptoms. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.